Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead implanted: 2008 (B)(6). (B)(4).

Event description:
It was reported that the patient was in chest pain/tightness and that there was intermittent atrial undersensing. The atrial lead remains in use. No patient complications were reported as a result of this event.